Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. No programming changes were made. No patient consequences were reported.